Event description:
It was reported that the battery in the device depleted prematurely. The device was explanted and replaced. It was noted that the right ventricular lead had a constant high threshold. Attempts to obtain information regarding the manufacturer of the lead were unsuccessful. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.